Manufacturer narrative:
(B)(4). Concomitant medical products ¿ natural knee flex female porous femoral component size 2 right catalog #: 00541601502 lot #: 62410242, natural knee ii porous coated stemmed tibial baseplate size 2 right catalog #: 621201220 lot #: 62627974, natural knee ii ultracongruent articular surface size 1, 2 right 9mm catalog #: 00542802109 lot #: 62532045. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the gender solutions n-k flex system package insert, pain and fracture are known potential adverse effects of this procedure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient, please see all reports associated with this event: 0001822565-2018-00441; 0001822565-2018-00440; 0001822565-2018-00439.

Event description:
It was reported that the patient is experiencing snapping noises, hardware backing out and pain following right knee arthroplasty. The patient uses a walker or cane to move around and reports falling.